Manufacturer narrative:
Alleged failure: the customer reported that there was no power to the entire stack but that each of the consoles still works if connected to a different stack. Another stack was used to undertake the procedure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes are the rf board or the tower. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. During the investigation process it was noticed the smoke was being emited from the console due to burnt component on the pcba. File for potential of harm due to smoke. (B)(4).

Event description:
It was reported the there was an issue with the consoles during surgery. However, during the investigation process burnt components were discovered in the crossfire console.